Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the dental implant was placed, in ada site #4 of the patient¿s mouth, a failure occurred upon insertion. The clinician reported that the implant would not toruqe. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The clinician reported that on the day the dental implant was placed, in ada site #4 of the patient¿s mouth, a failure occurred upon insertion. The clinician reported that the implant would not toruqe. There were no reported patient injuries or complications.